Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, explanted: (B)(6) 2015, product type: extension. Product ID: 3095-10, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported there was a malfunction of the system. The battery prematurely depleted and the patient experienced a loss of therapeutic effect and did not feel stimulation anymore. There was no communication between the patient programmer and implantable neurostimulator (ins). As a result of no communication being possible, no measurements with the clinician programmer were taken. It was stated that no "unnormal" settings were used. A replacement procedure occurred. It was noted that the connection between the extension and ins was "not really fixed." Intra-operatively, an impedance measurement of the extensions and "electrode" showed normal values. The ins and two extensions were replaced and the issue was resolved. It was thought the patient was "ok".

Manufacturer narrative:
(B)(4). Analysis of the ins ((B)(4)) found that the ins battery reached normal end of life with no telemetry and no output. Additional method code, result and conclusion codes have been updated.